Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to concerns of premature battery depletion (pbd). It was successfully replaced with a new device. No additional adverse patient effects were reported.